Event description:
It was reported that the user experienced repeated restart alerts and an alert indicating consecutive stalled motors on the ilet around midnight resulting in failure to infuse insulin, after which an ¿insulin set expired¿ alert appeared; the user¿s blood glucose rose to a reported high of 400 mg/dl, they administered a subcutaneous correction with novolog by pen, and were instructed to change all infusion supplies. Symptoms included hyperglycemia with headache, nausea, and elevated ketones. Outcomes included no long-term health consequences or impact. Investigation included communication with the user and analysis of information they provided. Investigation of this case revealed a communications problem identified and a device issue consistent with failure to infuse associated with the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.